Manufacturer narrative:
The manufacturer previously reported information in regard to a user of a simplygo device passing away. The manufacturer received information alleging death; however, there is no information that the death is related to the device. Medical intervention was not specified. Additional information received via email advises the device is not available to be returned for evaluation. If further information becomes available, an additional report will be filed. The manufacturer concludes no further action is needed at this time.

Event description:
The manufacturer received information in regard to a user of a simplygo device has passed away. The manufacturer received information alleging death; however, there is no information that the death is related to the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.